Manufacturer narrative:
The hospital biomed reviewed the logs and returned the unit to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power and continued the case. There was no reported patient injury.